Event description:
Revision case due to a bilateral breakage of ascent le screws. Broken screws were found in pt during scan at 3 month f/u. Half of the ascent screws with the tulip was removed and the screw bodies were left in c1. The other rods and screws were removed and replaced.